Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. During troubleshooting, it was confirmed that the malfunction alarm had been cleared, and insulin delivery was resumed successfully after customer reset the pump on her own. There was no adverse impact to the customer¿s blood glucose level.